Manufacturer narrative:
The adm ball impactor was returned and it was confirmed that the tip broke through the threaded end of the component. Upon consultation with the material analysis team, it was determined that the reported event has already been reviewed. The report concluded that the adm ball impactor tip broke from an off axis bending load through the threads of the component. No material or mfg defects were observed during this eval. The root cause was found to be pt or user related. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
Implant surgeon info sales rep that the product got broken when it was hit a second time. This happened during operation. A similar instrument was used to complete the operation. Operation got longer about 2 minutes.